Event description:
It was reported that customer experienced rash and irritation with sensor and tape. It was reported that skin was had oozing blister and was scaling off. It was advised that tape and sensor would be replaced. It was reported that blood glucose was 360 mg/dl. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.